Event description:
IV attempts x4 with 22 gauge catheter failed. Cannulas would not advance once vein punctured. Nurse noticed that cannula tips appeared to be "flattened" when removed. IV was then started without difficulty with #20 cannula.